Event description:
When an arthroscopic surgery was completed, the arthroscope was placed into a cleaning solution. At that time the distal end lens of the scope came off. A complete check of the equipment found no parts missing. No patient problems occurred.